Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea and bleeding genital. Concurrent conditions included overweight. In 2010, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal,)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), alopecia ("hair loss") and discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain/ loss (specify which one):weight gain"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, depression, migraine, dysmenorrhoea, fatigue, weight increased, alopecia, abdominal pain and discomfort outcome was unknown. The reporter considered abdominal pain, alopecia, depression, discomfort, dysmenorrhoea, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Implants were in position & had total blockage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2019: pfs received. Event injury was updated and new events: hormonal changes, abnormal bleeding(vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, dysmenorrhea (cramping), pain, fatigue, weight gain, hair loss, genital bleeding, discomfort were added. New reporters, plaintiffs information added. Concomitant condition and historical condition added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.